Manufacturer narrative:
The reported complaint was confirmed by the service repair technician (srt). The srt tried to adjust the roller to roller which would not hold. The fsr replaced the drag insert to correct the issue. With the insert replaced and preventative maintenance completed, the unit operated to MFR specifications and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the occlusion knob on the roller pump had a slight drift with tubing installed. The drift was less than 1/8th knob rotation and moved the occlusion less than .020 inch. There was no pt involvement.